Event description:
Staff responded to a chest pain patient, patient conscious and alert with crew arrived. ECG electrodes were attached to the patient and the device was turned on. Reportedly, the device indicated connnect electrodes and the patient's ECG waveform could not be viewed. All connections from the electrodes back to the device were disconnected and reattached with n change. The electrodes were verified. The device operator then attached disposable defibrillation electrodes to the patient and switched to the quik-combo cable, the device continued to indicate connec t electrodes and display dashed lines on the screen . The device operator pressed on the cable device connection, removed and reinstalled the battery pack in an unsuccessful attempt to view the patient's waveform. During transport the device started to display a waveform. The device operator stated there were no adverse affects to the patient as a result of device operation as the patient did not have a shockable rhythm.